Event description:
It was reported that after the case when removing drill from handpiece during the cleaning process, parts of the handpiece detached and came out with the drill. The device was not being used with a patient during the event. Results of the investigation have concluded that the snap lock assembly on the handpiece was broke, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the navio handpiece, intended for use in treatment, had detached and came out with the drill, during cleaning process on (B)(6) 2015. The navio handpiece was returned for further evaluation and the initial visual/functional inspection confirmed the reported event. The snap lock was broken along the laser weld. This is indicative of the long attachment being hammered from the distal end to remove the drill and is consistent with the damage seen on the drill guide support. The root cause of this issue was found to be user error. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.